Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? Does ¿surgical suture had opened¿ mean the patient experienced a wound dehiscence? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please describe any medical/surgical intervention required for the wound dehiscence/infection/septic shock/necrotizing fasciitis including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a circumcision for scarring phimosis on (B)(6) 2022 and suture was used. The intraoperative course was inconspicuous. The wound control on the postoperative day 1 was uneventful with irritation-free wound conditions. On (B)(6) 2022, post-op day 7, the treating physician received a call from the patient. The patient stated that the surgical suture had opened and there had been swelling, bleeding and pain. Until then, everything had been unnoticeable, there had been no post-operative pain, there had been no swelling in the operating area. The patient did not take the advice to present at a hospital. The patient was on a business trip and could not go to a hospital. On the following day, (B)(6) 2022, the patient presented himself inpatient at a hospital. The patient had septic shock due to necrotizing fasciitis. The patient had an infection. In the clinic, surgical therapy was performed with excision of the skin and subcutaneous tissue of the genital up to inguinal, as well as intensive medical treatment. Currently on (B)(6) 2022, the patient continues to receive intensive care. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: opinion of the doctor regarding the etiology, I assume a secondary fulminant infection 8 days after the operation. There was colonization of the wound with pathogenic germs. Anamnestically, a dehiscence formed due to blunt trauma, which was colonized and eventually led to fourniershen's gangrene.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ICD n47 scarred phimosis. Lot number vicryl rapid ethicon 28035368. On which tissue was the suture used? The cutis was sewn, inner and outer foreskin leaf. The patient reports that after a week he had suffered a wound dehiscence by a push to a table. A site of the circumcision suture opened. What was the tissue condition? The tissue that was removed was scar lichenoid altered. The tissues that were sutured did not show any conspicuous chews macroscopically. How was the seam placed? Single button seams were made. How was the seam tied? A triple node was performed, description of the medical follow-up procedures is currently not possible, but no discharge letter from the patient is available. Were there any triggering factors for loosening the suture? Anamnestic, there was a blunt trauma to the stitched area. Generally, can a strain on the suture occur due to nocturnal erections, date and time of infection? The patient reported 8 days after the procedure. During the night. The deheszens occurred. The operation took place on (B)(6) 2022 at 12:00:00, the caller followed on (B)(6) 2022 at 14:30:00. Was there any signs of an acute infection before the procedure? No, there was an inconspicuous finding in scarred phimosis. Has the patient received antibiotics prophylactically? No, no antibiotics were given. Have cultures been carried out? No. No concomitant medication side diseases. Opinion of the doctor regarding the etiology, I behevoneiner secondary fulminatnen infection 8 days. After the procedure, it came to colonization of the wound with pathogenic germs, anamnestic has formed through a blunt trauma a dehiszens which was colonized and ultimately led to a fournier gangrene. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot number of 28035368 is not a valid lot. Please provide the correct lot number if available.